Manufacturer narrative:
The customer failed to follow the instructions provided with the device. The buffer solution is not intended to come in contact with the patient or user. Per the safety data sheet, "not classified as dangerous according to directive (ec) no. (B)(4) ." Customer was informed to immediately rinsed the affected area with water and contact the primary care physician. Customer had skin irritation at the affected area. Since customer could not provide email, customer could not be emailed sds document that also included the website and phone number for poison control. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that they accidently put the buffer solution into their nose. There was no reported injury due to this event.